Manufacturer narrative:
Analysis of the device found that testing on the outlet port found that with no external forces applied to the outlet port, leaking did not occur. However, with slight side load leaking was seen. Analysis of the o-ring found a flattened area that could possibly promote a leak.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (concentration 500 or 2000; dose unknown by the reporter) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On (B)(6) 2016 during the pump replacement procedure for battery depletion a small accumulation of something was observed at the end of the cap (catheter access port). The patient had no symptoms or adverse events. No rotor or dye study was performed. The patient was fine following the replacement. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.